Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. Customer's blood glucose level was 10.2 mmol/l. Customer also stated that the approximate size of air bubbles was 2 mm and location of air bubble was reservoir. Trouble shooting was performed for air bubble anomaly. Customer was advised to remain disconnected from the infusion at the quick release and to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the res to remove air bubbles. Air bubbles were not removed successfully. The device will not be returned for analysis.